Event description:
Caller reported pump screen went blank unexpectedly while the led was not blinking. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual insulin injections for insulin therapy.